Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(6).

Event description:
It was reported that shaft fracture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the delivery shaft of the guidezilla was fractured. It was confirmed that no fragments were left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(6). Lot number form 0021946112 to 0021906328. Expiration date from 04/03/2020 to 03/23/2020. Device manufacture date from 04/04/2018 to 03/24/2018.

Event description:
It was reported that shaft fracture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the delivery shaft of the guidezilla was fractured. It was confirmed that no fragments were left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar, hypotube and hub were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) completely removed from the collar, tip damage (misshapen/delaminated), and a kink in the distal shaft located 7mm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.